Event description:
It was reported that ¿the patient underwent an internal fixation surgery. It was reported that during the tightening process, the screw slipped. After changing a new one, the surgery completed smoothly. No patient complications were reported.¿

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.